Manufacturer narrative:
The extracted portion of lead has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined the fracture of the lead and portion of lead retained within the patient may have been contributed to by use error.

Event description:
It was reported that this right ventricular lead was surgically abandoned during a system replacement due to normal battery depletion. It was clarified that initially, it was intended to explant the lead, however, a portion of the lead was left unretrieved. Another lead was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was surgically abandoned during a system replacement due to normal battery depletion. It was clarified that initial, it was intended to explant the lead, however, a portion of the lead was left unretrieved. Another lead was implanted instead. No further adverse patient effects were reported.